Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this tubing set and acdaunit showed no irregularities during manufacturing that were relevant to this issue. No other reports against the acda lot have been received. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected investigation is in process. A follow-up report will be provided. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an autologous stem cell collection procedure, a donor suffered a hypocalcaemic reaction. During the procedure, the donor developed muscle tetanic spasms in both hands and the donor complained of tingling face and mouth. Per the customer,from the start of procedure, the donor was given 500mg of calcium tablets and 2 grams of calcium gluconate via IV. Patient (donor) information and outcome are not available at this time. The stem cell collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in sex and additional MFR narrative. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Further clarification was received from the customer and confirmed the 2 grams of calcium gluconate given via IV and 500 mg calcium tablets were pre-prescribed to the patient (donor). Therefore,no medical intervention was administered to the donor to further address the reaction. The customer also stated that the machine had been functioning without issues since the incident.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per the cobe spectra essentials guide, it cautions that the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient gender. The customer stated that the patient's symptoms subsided approximately an hour and half minutes after the start of the procedure.